Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2025. The procedure was described as without incidents. Later the patient was reported to have been admitted to the hospital with an infection on (B)(6) 2025. The patient described lower abdominal pain and infection. The patient had to receive a hysterectomy as the infection persisted. Nothing abnormal was found in her uterus. Testing in the hospital revealed intestinal bacteria in her blood and that the most probable cause was a peripheral catheter.